Manufacturer narrative:
Root cause: use error. Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer performed the load fill tubing sequence for 2 units of insulin while connected at the site. Tandem technical support advised the customer to always ensure they are disconnected prior to performing the load fill tubing sequence. Customer's blood glucose level was 128 mg/dl.